Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the tower was disconnected. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower was disconnected. A technical support specialist (tss) confirmed that review of the med application error logs and event viewer logs did not reveal any identifiable issues. The fse has been updated to inspect the back panels for potential faulty components. As part of the troubleshooting process, an attempt has been made to swap parts between tower 1 and tower 2 to resolve the issue. No further issue was reported, and the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the tower was disconnected. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported due to this event.